Event description:
The customer reported noticing fluid on top of the completed sample racks involving the unicel dxc 800 synchron system. The customer could not determine the exact source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the cap piercer shuttle, 3-way valve, and quad ring to resolve the leak. Repairs were verified per established procedures and results met published specifications. Results: failure mode is unknown but replacing the cap piercer shuttle, 3-way valve, and quad ring resolved the issue. (B)(4).